Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed that the stent dislodged from the balloon and the stent was not returned for analysis. There was solidified contrast media present inside the balloon and the balloon was not tightly wrapped and was subjected to positive pressure. From the condition of the balloon it was not possible to see the crimp marks of the stent. A kink was noted in the hypotube 70mm distal to the strain relief. Several smaller kinks were noted along the length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is handling as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. This 3.00x24mm promus element plus stent delivery system (sds) was selected; however, during preparation the sds seemed to be pre-dilated and upon further preparation the stent "slipped" off the balloon outside the patient. The procedure was completed with a different device. No patient complications were reported and that patient's status is stable. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. This 3.00 x 24 mm promus element plus stent delivery system (sds) was selected; however, during preparation the sds seemed to be pre-dilated and upon further preparation the stent "slipped" off the balloon outside the patient. The procedure was completed with a different device. No patient complications were reported and that patient's status is stable. Additional information has been requested and is not available.